Manufacturer narrative:
Additional information was received on 06/05/2013 after the initial MDR was sent. Customer technical support received follow up information from the reporter that the screens scrolled, indicating that the keypad buttons were hyper-sensitive.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the patient¿s pump was malfunctioning and the patient had been taken off the pump. There was no reported adverse event associated with this complaint. No additional information was provided. Customer technical support attempted to follow up for additional information and troubleshooting, without success. This complaint is being reported due to the allegation that the pump was malfunctioning.